Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient had breakfast, administered insulin per usual and experienced vomiting. The patient did not provide cgm or bg values. By 10:00 pm, the patient¿s husband was unable to arouse the patient and called emergency medical services (ems). When ems arrived, a fingerstick was performed and the bg was over 700 mg/dl while the cgm was 275 mg/dl. The patient was taken to the emergency room and diagnosed with diabetic ketoacidosis. The patient does not recall treatment or medication provided, nor the length of stay at the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.